Event description:
During primary tha while the surgeon was drilling a hole for the acetabular shell, the head of the drill shaft snapped in two. All metal debris was removed. A backup drill was immediately available.

Manufacturer narrative:
The device was not returned for evaluation. The event could not be confirmed nor the root cause of the reported event be determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
During primary tha while the surgeon was drilling a hole for the acetabular shell, the head of the drill shaft snapped in two. All metal debris was removed. A backup drill was immediately available.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.